Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and identified an issue with the flat panel display. The flat panel display was sent to the vendor for repair.